Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea. Minor mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The device has been explanted due to the migration of the active electrode array outside of the cochlea. The user was re-implanted. Five electrode channels were found outside of the cochlea which had been verified with a CT-scan.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been explanted due to the migration of the active electrode array outside of the cochlea. The user was re-implanted.